Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units multiple times during the load process. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.